Manufacturer narrative:
H1- disregard initial MDR as is was reported in error and n/a. Claim# (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.